Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a stroke at the nursing home. The right ventricular lead had dislodged due to the stroke and dislodged into the atrium. The lead was explanted. No further information was available.

Event description:
New information on (B)(4)18 stated the patient was in stable condition post operation.